Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient had accidents the past couple of days. It was noted this was sudden in onset. No trauma/falls were reported that could be related to the issue. The patient was on program 2 at .6 and changed to program 3 at .5; the patient felt stimulation. The patient had an appointment with their doctor on wednesday (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient noted that their doctor checked to make sure the device was working. The patient prescribed diphenoxylate/atropine every 12 hours, but the patient had stomach cramps and nausea and was told to stop the medication. Patient still felt it move and pain around the area. It was noted there were no circumstances that led to the accidents that were sudden in onset. No further complications were reported.